Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 574 mg/dl at the time of incident and the current blood glucose level was 356 mg/dl. The customer¿s other blood glucose level was 500, 257, 287, 452, 314, 554, 472, 543 mg/dl. The customer stated that insulin pump had blank display. The customer did not experiences any symptoms related to the high blood glucose. The customer was neither in the emergency not admitted into the hospital as a result of high blood glucose. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. Troubleshooting was declined by the patient for the high blood glucose. The customer was treated for the high blood glucose with the insulin pump and the manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test . No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing.